Manufacturer narrative:
Insulin pump passed the displacement test, self test, sleep current measurement and active current measurement. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board 1. Insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose value was unknown at the time of the incident. The customer kept having battery issues. The insulin pump was been off for the past five mins. The customer stated that they were able to successfully clear the alarm and were also able to complete the insulin pump rewind. The customer stated that the insulin pump was not exposed to temperatures below 41°f (5°c). The power error detected recurred within a week of troubleshooting of previous occurrence. The customer was recommended to refer to back up plan per healthcare professional¿s instructions. The device will be returned for analysis.